Manufacturer narrative:
(B)(4). Batch # n92m7e.

Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed another one to complete the procedure. There was no report on patient injury.